Event description:
Per the clinic, the electrode array was found to be outside of the cochlea and the device was subsequently explanted on (B)(6) 2013. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed march 4, 2014.

Manufacturer narrative:
(B)(4).